Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, 90% stenosed, mid to distal right coronary artery (rca). A 2.50 x 30 mm traveler rx balloon dilatation catheter (bdc) was selected for the procedure. Following the use of a rotational atherectomy system, the bdc was advanced with no resistance to the lesion and on the second inflation to 10 atmospheres the balloon ruptured. The bdc was removed from the anatomy with no resistance. No replacement device was necessary as the lesion was sufficiently dilated. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.